Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had power loss alarm. The customer¿s blood glucose was 175 mg/dl. The customer was assisted with troubleshooting. Customer stated that insulin pump had blank display,they received the new cap, it turned on but it turned off again, just lines. Customer stated that display returned. Customer stated that the scratched on the screen, and insulin pump had rejected new battery. The device will not be returned for analysis.